Event description:
It was reported that during a follow up at the clinic, this recently implanted pacemaker system exhibited undersensing of the atrial activity and farfield oversensing on the right atrial (ra) channel. As a result, inappropriate atrial tachy response (atr) episodes were stored. Atrial sensitivity was already programmed at 0.15 mv. Technical services (ts) provided reprogramming options. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.